Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 alarm confirmed in the pump history due to broken trace at pin6, u1 keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 326 mg/dl. The customer was treated with the manual injection. The customer reported that they had performed the self test and the test was passed. The customer reported that the troubleshooting was performed for pump error. The customer was advised to revert to backup plan and explained the insulin pump will need to be replaced. The insulin pump will be returned for analysis.